Manufacturer narrative:
(B)(4). It was reported that the patient was hospitalized the week of(B)(6) 2015 with a fungal infection, which is being considered the same event as the peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the peritonitis was unknown and treatment information was not reported. Dianeal therapy was temporarily discontinued due to the peritonitis. The patient was reported to be recovering from the peritonitis event. Additional information is not available at this time.